Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose. Her blood glucose was 500 mg/dl at the time of the incident. She said that she just got a new insulin pump and received a check settings alarm and has been high for two days. The customer wanted to know if the alarm was hindering her from receiving insulin. She was informed that she needed to clear the alarm. She said that she had put her old reservoir in the pump the day prior and did not rewind or prime the pump first. Her daily totals show that she only got 5 units of bolus and she was supposed to receive 28.1 units. The customer said that she gave herself an injection when she was high and treated with the pump. She said that her blood glucose was now 190 mg/dl.